Event description:
It was reported that a syringe inlet had unspecified particulate matter. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured sometime in november 2023. H11: the device and two (2) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and a small dark particle on the blue connector on the inlet was observed. A visual inspection was performed on the actual sample, and a dark black particle of foreign matter on the blue connector on the inlet was observed. The reported condition was verified. The cause of the condition could not be determined; however, the possible cause was inherent to contamination during the manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.